Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Healthcare professional they opened and discarded/destroyed a device due to "ruptured." Surgery was completed with a back-up device. It is unknown if silicone gel came in contact with the patient. Device was not implanted.